Event description:
Customer reported pt was ill and passed away. Customer stated the cause of death is uncertain. Customer was admitted into hospital with abdominal pain and fever in 2005. A blood glucose test was performed and the result was "hi", a test was taken on a second device with a result of 104mg/dl, time frame unknown at 11:01 device #1 read "hi". Four minutes later, the second device read 191 mg/dl. A lab was also performed with a result of 181 mg/dl. Controls were in range. A request was made to return the device for evaluation and replacement product was sent.